Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer latch was broken. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer latch was broken. A field service engineer inspected the drawer, found that there was a paper lodged between the drawer and the drawer sensor. Removed the paper and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.